Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the other error due to the motor alarm. The device was received with scratched lcd window.

Event description:
The customer reported that the insulin pump kept alarming motor error and also was flashing other error. The blood glucose was 240mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.